Manufacturer narrative:
Date of report: 30april2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the average air at 10 slpm and 120 slpm were out of specification. There was no patient involvement. Event date not specified.